Event description:
Additional information was received stating the incorrect lot number was initially provided.

Manufacturer narrative:
Additional information: b5, d4, h4 plant investigation: a production records review was performed on the updated lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The blood leak occurred approximately one hour and eight minutes into the treatment. Blood was observed to be leaking from the joint located at the end of the dialyzer. There was no visible damage or defect noted at the leak location. There were no alarms from the machine, a fresenius 5008. Upon detection of the leak, the treatment was stopped. The patient's blood was not returned; estimated blood loss (ebl) was 150 ml. There was no indication that the patient experienced a serious injury or required medical intervention due to the blood loss. The patient completed their treatment after being re-setup with new supplies. The sample was not available for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance (nc) in the production of this lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The blood leak occurred approximately one hour and eight minutes into the treatment. Blood was observed to be leaking from the joint located at the end of the dialyzer. There was no visible damage or defect noted at the leak location. There were no alarms from the machine, a fresenius 5008. Upon detection of the leak, the treatment was stopped. The patient's blood was not returned; estimated blood loss (ebl) was 150 ml. There was no indication that the patient experienced a serious injury or required medical intervention due to the blood loss. The patient completed their treatment after being re-setup with new supplies. The sample was not available for evaluation.